Event description:
The customer reported that the device did not discharge energy.

Manufacturer narrative:
The customer reported that the device did not discharge energy. The incident is currently under investigation. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. A follow-up report will be submitted after philips obtains more information about this event.